Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(4) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(4) 2008, product type: extension. Product ID: 3389s-40 lot# v096181, implanted: (B)(4) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(4) 2008, product type: extension. Product ID: 3389s-40, lot# v099758, implanted: (B)(4) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had walked through store security and felt "funny." They didn't know how to describe the sensation but it had been enough to have them check the implant. It was noted that both devices were turned off. The patient was able to turn their devices back on with their programmer. It was noted this had only ever happened one time.